Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. D4: suspected lot number 4445731 or 4428835. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe was missing, and blood leaked. This occurred upon/before opening. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual testing was performed. Visual inspection showed skiving to the syringe barrel shoulder. The evident hole on the barrel would cause leakage to occur. In-process, the testing could duplicate the customer reported problem. Functional testing was not performed. The root cause of the issue was not established. A device history record could not be completed as no lot number was received.